Event description:
A malfunction alarm was reported. There was no reported impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and there were no recurring issues after the reset. Customer was advised to continue using the pump and to contact support if the malfunction recurred.